Event description:
Consumer reports just starting to use the meter and is very knowledgeable about bgm use. Meter appears to be giving inaccurate readings. Analysis run on clark error grid using mean avg readings (67) as ref point vs bd readings 87, 45 yielded data points in the d range of the grid, outside acceptable limits.